Event description:
It was reported that the blade mount disassembled during a case. The mount flew across the room, but did not come in contact with anyone in the room. The case was completed with a backup device, without any clinically significant procedure delay. Nothing came in contact with the surgical site. No adverse consequences associated with the device.

Manufacturer narrative:
The device is available for eval but has not yet been received. Add¿l info will be submitted once the device is received and the quality investigation is completed.